Event description:
It was reported that on (B)(6) 2015, during the repositioning of the patient by the surgeon and the anesthesiologist, the patient's head fell backwards. The plastic tube holder(anchorfast endotracheal tube attachment device) broke and the patient was extubated. His oxygen level dropped to 50% and his blood pressure lowered. The anesthesiologist re-intubated the patient. The patient had no ill effects noted at the time.

Manufacturer narrative:
The broken device was returned to hollister on may 20, 2015. Following decontamination, the device was visually inspected and it was noted that the upper portion of the "c" section of the clamp was broken. There were no obvious breakages observed on the shuttle track portion of the device. The device was then returned to the hollister manufacturing location and inspected by the quality manager with the use of a mantis scope. It was observed that the area of the break was uneven and jagged suggesting that it was subjected to a strong twisting force. Based upon all of the information, it is likely that the anchorfast breakage was a result of external forces which exceeded the device design specifications, potentially the ventilator tubing and circuit, being placed upon the device during patient repositioning.